Manufacturer narrative:
Investigation: inital reporter first name was not provided by the customer. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.

Manufacturer narrative:
Investigation: the customer provided a photograph in lieu of the disposable set to aid the investigation. The photo confirmed the set was loaded onto a trima device. Blood was present in the donor line, sample bag, access line and cassette. Although the sample bag did not appear inflated and the sample line sidewall pinch clamp appeared closed, the presence of a significant amount of air was evident throughout the tubing. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Corrective action: an internal CAPA has been initiated in regard to sidewall pinch clamp not effective in occluding the sample bag line consistently. Investigation is in process. A follow up report will be provided.

Event description:
Per the customer, at the beginning of the procedure, the operator found air in tubing line. The operator confirmed the needle was punctured correctly. It was suspected by the customer that the clamp on sample bag tubing could not be closed firmly. Per the customer, the donor didn¿t feel any discomfort and no injury or no medical intervention was required. The customer declined to provide patient information. The disposable set is not available for return because it was discarded by the customer.